Event description:
It was reported that the rigid optical laparoscope had mechanical damage, noise, or sound, and the adapter connector was broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field e2, e3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -wear and excessive force. Olympus will continue to monitor field performance for this device.